Event description:
A malfunction was reported, identified by the code malf 0, which did not occur with any notable prior events. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not reappear. The customer was advised to continue using the pump and to contact support again if the issue recurred.